Event description:
A malfunction occurred with the customer's pump, specifically showing a malf 3 code. There was no adverse impact to the customer's blood glucose level. The customer's pump, which was still under warranty, was replaced by tandem technical support. The customer was instructed to use a backup insulin pump while awaiting the replacement and was advised on how to transfer their settings to the new pump. Tandem technical support provided guidance on returning the malfunctioning pump and ensured that the replacement pump would have the latest software update.